Manufacturer narrative:
The insulin pump monitored for several days and no blank or black display noted. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. No unexpected low battery alarm noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
Customer reported via phone call, the insulin pump was malfunctioning. Customer's blood glucose was 5.5 mmol/l. The device had alerted low battery and customer replaced the batter. Now the insulin pump is cycling in startup mode. The device would boot up to the software version, then a blank screen, then back to software version screen. The device continues to loop. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.